Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia in beginning of may. Customer's blood glucose level was unknown at the time of incident. Customer was treated with insulin drip during hospitalization. Customer did not mention any symptoms related to high blood glucose level. Customer stated that they had heart attack due to high blood glucose. The insulin pump will not be returned for analysis.